Event description:
1/2 reference (B)(4) for related complaints). Per email notification. Patient states several of her cadd 100 ml cassettes have been causing no disposable alarms on pumps. Patient does not have lot numbers available. States out of the last week, only 2 cassettes did not have alarms. The rest did. Monthly shipment sent out. No further details provided. No injury.